Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 523 mg/dl. The customer¿s blood glucose level was reported as 523 mg/dl. The customer was treated with manual injection. Customer had declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis